Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was t wave oversensing on the right ventricular lead as well as other sensing difficulties. The polarity was changed to integrated bipolar and the lead remains in use. No patient complications have been reported as a result of this event.